Event description:
The pump was returned for pneumatic valve leak failure (valve 1). Upon return, the device turns on with no errors. Shortly after start up, the unit goes into double red pump alarm. Log files indicate pneumatic valve leak failure (valve 1). Performed recharge test and unit passed, valve 1 ok. Performed hardware test and unit failed for valve 2 leak error. Removed and replaced air tank due to being damaged on the positive pressure side and performed hardware test., unit passed. No other damage found.

Event description:
The following has been reported: biomed reported: "per staff: pump will not connect to patient list. After attempting a restart, pump flashed "service required.". Found pump fully powered off. Powered back on and able to pull a patient list. History log shows alarm pump problem.". Patient harm: no. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.